Event description:
It was reported the atrial lead fractured. Noise was seen on the egm and the impedance was greater than 3000 ohms. The lead was removed and replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B) (4) distal conductor fractured. Full lead in segments returned and analyzed.